Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and buttons were not responding. Customer's blood glucose value was unknown. Customer stated that alarm occurred during the time that the buttons were not responding. Customer was unable to clear the insulin pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.